Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6), 2011, a hospital faculty/reporter claimed that the patient was admitted last night into the ICU with a blood glucose reading over "700 mg/dl." There was no reported ketoacidosis. The patient allegedly was using an animas 2020 insulin pump. The reporter was concerned that the patient did not know how to use the insulin pump and wrote a written order for follow-up education. This complaint is being reported due to the following conclusions: although there is no evidence the animas product malfunctioned, this complaint is being reported due to an alleged serious injury associated with hyperglycemia. The patient allegedly was using the animas insulin pump at the time of concern.